Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody, both inside and outside of the shaft. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar with damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the catheter was flattened and failed to cross the lesion. A guidezilla¿ guide extension catheter was selected for use. During unpacking, it was noted that the guidezilla¿ became flattened. Furthermore the physician utilized the device and advanced it to the lesion; however, it failed to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there was a partial separation at the collar of the device.